Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient's ID: (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that a patient sustained a fall from a stand-up height post left femur open reduction internal fixation (orif). The evaluation revealed a periprosthetic fracture of the left proximal femur. A decision was made to remove the hardware and revise the construct. One cortex screw was broken on removal; the fragment was not retrieved from the bone. The patient's status following the procedure was not provided. The surgery was completed and there was no surgical delay reported. This is report 2 of 6 for (B)(6).